Manufacturer narrative:
Corrected data: (B)(6) 2017. Previous - stated the lens was implanted. Corrected - the lens was damage within the cartridge. No patient contact. (B)(4).

Manufacturer narrative:
PMA 510(k): this product is not marketed in the us. Result code: work order search performed, no similar complaints were reported for units in the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, in the patient's right eye (od). The customer states that the lens did not have enough primer, therefore it got stuck and damage in the cartridge, and it was not implanted. As of the date of MDR submission, the lens was not retained, unable to return.